Event description:
The following was reported to hamiton medical ag: device is showing oxygen supply failed alarm. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).